Event description:
Per the clinic, the patient experienced an infection and the patient was treated with oral and IV antibiotics (date and duration not reported). Subsequently the device was explanted. It is unknown if the patient was reimplanted with another device as of the date of this report.